Event description:
It was reported that "locking bolt for obese targeting guide (gamma 3) broke during disassembling the guide. Portion of the bolt remains in the gamma nail which is implanted."

Manufacturer narrative:
Additional information, has been requested and if received, will be reported on a supplemental report.